Manufacturer narrative:
Received only 3 way tsc catheter. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection was conducted as follows: inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. The functional evaluation was conducted as follows: inflated the returned catheter with 10cc of water and allowed to stabilize in a 36.69 deg c water bath. Measured the resistance across the thermistor plug and obtained a reading of 1367 ohms, the equivalent of 36.67 deg c. This product has a specified interchangeability of 0.2 deg c at 37.0 deg c. This sample did meet the interchangeability tolerance. Dissection and microscopic examination of the temperature wire did not find anything to contribute to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "this product should never be connected to temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that shortly after start of use, the temperature was displayed as 24 degrees. As a result, the nurse removed the catheter and replaced it with a catheter of the same type. Subsequently, the temperature was displayed as 36 degrees.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that shortly after start of use, the temperature was displayed as 24 degrees. As a result, the nurse removed the catheter and replaced it with a catheter of the same type. Subsequently, the temperature was displayed as 36 degrees.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that shortly after start of use, the temperature was displayed as 24 degrees. As a result, the nurse removed the catheter and replaced it with a catheter of the same type. Subsequently, the temperature was displayed as 36 degrees.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that shortly after start of use, the temperature was displayed as 24 degrees. As a result, the nurse removed the catheter and replaced it with a catheter of the same type. Subsequently, the temperature was displayed as 36 degrees.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that shortly after start of use, the temperature was displayed as 24 degrees. As a result, the nurse removed the catheter and replaced it with a catheter of the same type. Subsequently, the temperature was displayed as 36 degrees.